Event description:
Customer reported being hospitalized for high blood glucose and dka, troubleshooting was not performed due to customer is completely out of supplies, customer also stated that they were out too late on tuesday evening and slept thru a no delivery alarm. Customer stated they remove the pump on wednesday morning and did not put it back on.